Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); damage was observed. Smu (source measurement unit) testing was unable to be performed. The sensor was unable to scan on the evm (evaluation module) due to damage observed on the returned sensor from de-casing. A visual inspection was performed using a digital microscope on the returned sensor. Damage to various components on the pcba (printed circuit board assembly) was observed. The puck was observed to be in sensor state 8 (error_termination). The returned sensor was attempted to be scanned on the evm but the scan failed. The damage components which was observed on the pcba was preventing the returned sensor from properly communicating with the evm (evaluation module) using the approved software. Communication between the sensor and the evm is required in order to perform further testing such as smu (source meter unit), poise voltage and temperature testing to check the functionality of the returned sensor therefore due to the damage, testing could not be conducted. It was determined that the damage on the pcba, which occurred during de-casing, is the reason for the returned sensor unable to scan on the evm. Ultimately, this damage would prevent the sensor from working as intended. The damage cannot be reversed; therefore, the returned sensor is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55 mg/dl compared to readings of 180 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55 mg/dl compared to readings of 180 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.